Manufacturer narrative:
Correction: complaint is being cancelled. Customer stated that leakage was on the syringe and no on the needle.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked during use. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality issue ¿patient stated after reconstitution during drew the solution into syringe, the solution was leaking¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked during use. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality issue ¿patient stated after reconstitution during drew the solution into syringe, the solution was leaking¿.